Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable. Initial procedure date received and the infection has occurred greater than one year post implantation.

Manufacturer narrative:
This event is reported in complaint (B)(4). Customer has not yet indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: unknown nexgen cr flex femur size g component; unknown nexgen cr articular surface siz 5/6 10mm. (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 01523 , 0001822565 - 2017 - 01560.

Event description:
It was reported that a patient underwent an initial total knee replacement then acquired an infection soon afterwards. The patient had a strong dose of antibiotics to treat the infection. Patient was then revised of the femoral component, articular surface, and tibial baseplate and replaced with a cement spacer.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon further review, it was determined that this complaint should be reportable as it was stated the infection occurred shortly after the primary procedure concomitant medical product-femoral component precoat size g right catalog# 00575001702 lot# 61281127, articular surface use with lps/lps-flex 51 or 52 suffix femorals size ef 10 mm height catalog# 00595204010 lot# 63032593. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.